Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both moderately calcified and tortuous and 99% stenosed. After a non-abbott balloon ruptured during inflation at the lesion, the nc trek was advanced to the lesion without issue. During the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without issue. The procedure was completed with a non-abbott balloon followed by stent deployment and post-dilatation. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.